Manufacturer narrative:
Concomitant product(s): ddbb1d1 ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device delivered shocks due to conducted atrial fibrillation (af). It was also noted that the patient's right ventricular (rv) lead had t-wave oversensing (twos), which also undersensed atrial activity. Follow up was conducted to no avail. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.